Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, nonconforming; outer gasket condition, conforming; reset button condition, nonconforming; sleeve condition, conforming; stopcock condition, conforming; and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, nonconforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported incident was confirmed. It was found that the obturator handle had an excess of flash that did not allow the red button to arm.

Event description:
It was reported the device was used during an unk gynecological procedure. It was reported upon opening the trocar, the activation button would not stay depressed and a new trocar was opened. There was no consequence to the pt.